Event description:
Following intraocular lens (iol) implant surgery, a patient has reported glare at night. The association between this event and the iol is not known. Additional information has been requested.